Event description:
Patient enrolled into the trial. It was difficult to retrieve the delivery system of the stent. Multiple head position changes were performed with the patient without improvement or release of the delivery system. The physician attempted to re-sheath the delivery system without success, as it was constrained by the stent at the area of maximum stenosis. Left groin access was achieved and they were able to pass a wire up through the aorta to the thoracic aorta, into the common carotid artery, and traverse the area of the maximal stenosis into the area proximal to the filter device. A 5mm balloon was passed over the wire, but could not dilate. A catheter was exchanged with difficulty because of the stenosis. A guide wire was then placed into the internal carotid artery and a low profile balloon was used to dilate. With that dilatation there was improvement in luminal gain and the stent delivery system was then able to be withdrawn without difficulty. Patient remained stable, no injury reported.